Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. Additionally, it was reported that the customer experienced a low bg of "low"; specific value not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address low bg. Reportedly, the customer had been using admelog insulin within the pump supplies. Tandem technical support informed customer that admelog insulin is off label per the user guide. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.